Manufacturer narrative:
One 11-cell lp ultracinch was returned for eval. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. Visual inspection revealed adhesive on the distal cell adaptor and on the edges of the snorkel transition insert which prevented snorkel detachment. A quality improvement project has been initiated to address snorkel detachment difficulties. (B) (4). Date the initial reporter provided the info to the manufacturer: 2/10/2010.

Event description:
It was reported the sutures on the snorkel were cut and the lp cinch would not disconnect. A kelly instrument was used to attempt to pry the two from each other to no avail. While using the kelly instrument to pull the device apart, the pulmonary vein was nicked. The physician used pledgeted sutures to repair the hole and the case was aborted. No further intervention was required and the pt is stable. Once the device was removed from the pt, force was required to remove the snorkel from the cinch.